Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a battery out limit. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 139 mg/dl. The insulin pump was not registered to the customer, and she was advised that it could not be replaced. The insulin pump was not returned for analysis.